Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 5191878. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
Pt was receiving 2nd IV access attempt due to initial unsuccessful attempt. IV access using 24 gauge insyte autoguard 0.75 was attempted. During attempt ss had flash and was attempting to thread cannula. Ss was unable to thread cannula. Ss states that they hit flash immediately with 0 readjustment of needle required. After being unable to thread, a bump was noted to IV site. Needle was not retracted and cannula was removed with needle in place. Ss noted that needle had punctured top 1/4 of cannula. Canula was removed intact. (B)(6) 2025: there were no adverse events.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.